Event description:
Boston scientific received information that this patient suffered a massive stroke two hours after returning home following their pacemaker implant. The paramedics were called and the patient was transferred to a hospital where it was discovered the right ventricular lead had perforated into the left ventricle. A 12 lead electrocardiogram showed right bundle branch block. The pacing outputs were intentionally turned down to vvi 30 for patient's end of life. There is no further information available at this time. Should additional information become available to our company, this report would be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.